Manufacturer narrative:
Additional contact: (B)(4).

Event description:
Information was received indicating that while in use, a smiths medical cadd prizm vip pump exhibited alarm for check for empty tubing or reservoir" and "cassette damaged". It was also reported that the pump was powered off and on twice, but it read "power up unsuccessful." Ultimately, the pump was unable to be restarted. No patient consequences were reported. No adverse effects were reported.